Event description:
Order for dopamine 5mcg/kg/min. Pt weighed 125 pound. Dopamine rate calculated for 5 mg/kg/min with weight of 15 pounds. Pump alarmed after 20 minutes of infusion. Drug stopped. Physician informed and dopamine restarted at 5 mcg/kg/min. Pt subsequently experienced cardiac arrest. Resuscitation efforts were not successful.